Manufacturer narrative:
(B)(4). Date of event is unknown. Batch # r5940k. Revise event description: some clips are found on the package. Can you please clarify if there were staples seen inside of the seal packaged device? Yes investigation summary: the analysis results found that the cdh29a device arrived inside of its packaging, with no apparent damage void of staples and with the breakaway washer uncut and without marks. The packaging was open and no staples were noted. The condition of the washer indicates that the device had not been fired through a full firing stroke, the orange indicator was not fully into the safe green firing range or the anvil was not reattached correctly. It should be noted that before firing, ensure that the orange indicator is fully within the green range of the gap setting scale and the anvil is reattached correctly. To reattach the detachable head or anvil do not clamp across or grip on the locking springs as it might not click into place. Not reattaching the anvil correctly or the orange indicator not being set on the green range will result in a bigger gap between the anvil and the guide face, therefore the staples will not hit the anvil to make b- formed staples. In addition, if the firing sequence is not complete, staples could be partially deployed without cutting the washer. Please reference the instructions for use for additional information. A manufacturing record evaluation was performed for the finished device lot number (r40x1x), and no non-conformance's were identified. A manufacturing record evaluation was performed for the finished device batch number (r5940k), and no non-conformance's were identified.

Event description:
It was reported that during an unknown procedure, some clips are found on the package. There were no adverse consequences for the patient.